Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 5.3 inr. The corresponding lab result reported was 8.0 inr. The reporter did not state any treatment. The reporter declined product replacement.